Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on (B)(6)2017; approximately 11.5% of the worldwide product installed base has been upgraded as of (B)(6)2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. Field action (fa-33718) was approved on (B)(6)2018. The field action includes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. Section h2 - additional information has been selected. Section h7 - recall, notification and modification have been selected section h9 - number has been updated to reflect the respective information for this event. Additional information: the recall (fa-33718) includes notification to the customer and correction of the issue via software update.. Bec internal identifier - case(B)(4).

Manufacturer narrative:
The field service engineer (fse) was at the customer site on 3 feb 2017 and observed that there were inconsistent platelet readings generated by the dxh800 instrument. The fse found a few loose connections on the wbc (white blood count) bath causing issues with the sweep flow. The connections were secured and the cbc (complete blood count) module was primed. Repeatability passed after the procedure. The repairs were verified per established procedures. The failure mode is attributed to loose connections at the wbc bath. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.   An improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on (B)(6) 2017; approximately 11.5% of the worldwide product installed base has been upgraded as of (B)(6) 2018. Due to an increase in the number of complaints received related to un-flagged erroneously high plt patient results released from the lab, bec anticipates that a field action will be warranted. The anticipated field action will include a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for the rest of the installed base. Section a - patient information was not provided by the customer. (B)(4).

Event description:
The customer reported inconsistent platelet (plt) results being generated by their unicel dxh 800 coulter cellular analysis system. There was no report of erroneous results reported out of the lab from the provided information. There was no report of impact to patient treatment from the information provided. Instrument printouts of patient results or controls were not provided for this event.